Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the needle would not toggle from left to right. The needle fell into the patient cavity and was retrieved using a grasper. To complete the case, they opened a new handle.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one suturing device. Device had a broken toggle switch. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of broken toggle switch may occur when the device toggle switch is exposed to an excessive external force. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the needle would not toggle from left to right. The needle fell into the patient cavity and was retrieved using a grasper. To complete the case, they opened a new handle.